Event description:
While performing a ptca of the left main and the circumflex/marginal vessel, the tip of the wire became dislodged and remained in one of the distal vessels. The physician stated that there was no additional manipulation of the wire, and although the physician exchanged the balloons and stents, the same wire remained in the coronary the entire time. The wire was lodged in a small distal vessel, and no attempt was made to retrieve it.